Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of bia-alcl, "multiple enlarged lymph nodes within left axilla," and "abscess fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, bia-alcl, "multiple enlarged lymph nodes within left axilla," "abscess fluid," and "extracapsular silicone in the left axillary tail."

Event description:
Healthcare professional reported left side "pathologically confirmed bia-alcl," "rupture," "multiple enlarged lymph nodes within left axilla," "abscess fluid," and "extracapsular silicone in the left axillary tail." Pathological markers cd30 (B)(6) and alk (B)(6) were reported. The device has been explanted.